Event description:
A customer contacted beckman coulter (bec) to report an erroneously high potassium (k) result generated on the au5841-03 (au5800 series) clinical chemistry analyzer (230v) for one (1) patient sample. The sample was rerun and yielded a result within the normal reference range. The instrument did not generate any flags with the initial result. The initial result was not reported out of the laboratory. The results provided by the customer are shown in this report. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Sample collection and analysis was not provided by the customer. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse inspected the ionized selective electrode (ise) unit and replaced the reference valve. The fse indicated that bubbles were seen in the reference line prior to the replacement of the reference valve. The fse ran a precision check, calibrated, and ran quality control (qc) which all gave passing results. There has been no reoccurrence of issue to date at this customer site since the replacement of the reference valve. The failed reference valve has been requested to be returned for failure analysis.